Manufacturer narrative:
The device was returned to olympus for inspection. The reported failure was confirmed. The definitive root cause of the issue could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited disconnection. There was no patient involvement.